Event description:
I was told that I had no choice but to get a total joint implant on my right side and had the biomet-lorenz device implanted in (B)(6) 2007. I was worse off immediately after the surgery. My surgeon never told me I could get worse from this procedure. In (B)(6) 2012, I began experiencing difficulties eating and informed my surgeon of this however he dismissed my complaint. I was unable to return to work and had to give up my career. Presently I suffer from lots of head pain, mostly on the implant side. I have chronically swollen lymph nodes in my neck that doctors can't determine the cause. I suffer from spasms and increased headaches. The pain is getting worse. My rheumatologist believes my body is rejecting the implant and I was also told the implant could be too big for me.